Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 689 mg/dl. Customer was vomiting blood. Diagnosed diabetes ketoacidosis. Hospital treated with manual injections. Nothing further reported.